Manufacturer narrative:
(B)(4). Batch # p55g82. The analysis found that one psee60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: are you able to confirm what was meant by, "took it apart" to remove it from the patient? Was the manual override used? Did the jaws of the device eventually open? What was the product code of the cartridge (gst60w, ecr60d, etc.)? How was the procedure completed?

Event description:
It was reported that during a robotic-assisted liver resection procedure the device jammed inside of the patient. The surgeon "took it apart" to remove it from the patient. It was unknown which reload was being used or if any buttressing material was used. It was unknown how the procedure was completed. There were no patient consequences reported.